Event description:
A report was received that the patient had developed an infection at the ipg site after a non-device related fall. Infection was not device nor procedure related. Symptoms include drainage and pain from wound site. The patient underwent a revision procedure wherein all scs system were explanted.

Event description:
A report was received that the patient underwent an explant procedure due to not liking the stimulation feeling.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2158-70, serial #: (B)(4), description: linear lead with enhanced stylet, 70cm, model #: sc-4316, lot #: 16325684, description: next generation anchor kit-sterile.